Manufacturer narrative:
Check box as patient was hospitalized. As a result, the patient entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-00301, 1627487-2020-00302, 1627487-2020-00303. It was reported the patient experienced a purulent discharge from the incision of the ipg site where the tip of peripheral lead appeared to have eroded through skin. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. Cultures were taken from the site and patient being treated with IV antibiotics.